Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 430 mg/dl. Customer also reported that they "receive" insulin flow block alarm and declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.